Event description:
It was reported that the patient experienced a loss of therapeutic effect starting in (B)(6) 2011. The patient had tried different programs, but symptoms did not improve. It was reported that stimulation was turning off on its own, and the patient stated that the device settings changed by themselves, from 3.2 volts to 2.6 volts. The patient reported that each time she used the programmer her stimulation would stop working a week later. She stated that her programmer "turned off her stimulator and that she was pressing all the right buttons." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v794131, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).

Event description:
Additional information showed that the patient was reprogrammed on (B)(4) 2012. At the appointment, it was discovered the patient had been hitting the incorrect button on the patient programmer, and accidentally turning their device off. The patient was successfully re-educated.